Manufacturer narrative:
Patient weight is not available for reporting. Date of pain and adjacent level degeneration is not known. Additional product codes: mnh, mni, kwq, kwp. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with matrix screws at l4-l5 on (B)(6) 2017. Patient reported left side pain which did not settle. It was suspected patient had adjacent level degeneration up to l2 and was returned to surgery on (B)(6) 2017. Surgeon extended the construct up to l2 and repeated the decompression at l4-l5. Screws were implanted at l2 and l3. At that time surgeon noted the screws at l4 and l5 were very loose. Surgeon noted patient has very soft bone but sent the pedicle screws to be tested for infection as a precaution. Test results showed no obvious signs of infection. Due to patient soft bone quality, surgeon opted to decompress without instrumentation. Surgeon will monitor patient progress and will reinstrument patient from l2 to pelvis if necessary. No future surgery is planned at this time. This report is for one (1) 6.0mm matrix screw 45mm thread length. This is report 4 of 6 for (B)(4).